Event description:
Customer reported discrepant results: (B)(6) 2010: inratio: 5.3. (B)(6) 2010: inratio: 1.4. (B)(6) 2010: coumadin clinic: approx 5.0. Coumadin dose withheld after result of approximately 5.0 at coumadin clinic.

Manufacturer narrative:
Investigation pending.